Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts along the entire distal portion of the crimped stent were distorted, deformed and stretched over the distal markerband. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft and no issues were noted to the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25x32mm promus premier stent was successfully implanted to the lesion. A 2.25x24mm promus premier¿ stent was then selected. During unpacking, it was noted that the 2.25x24mm promus premier¿ stent was dislodged from the delivery system. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that stent dislodgement occurred. A 2.25x32mm promus premier stent was successfully implanted to the lesion. A 2.25x24mm promus premier¿ stent was then selected. During unpacking, it was noted that the 2.25x24mm promus premier¿ stent was dislodged from the delivery system. The procedure was completed with another of the same device. No patient complications were reported.